Event description:
It was reported that the user was unable to turn the pump connector to lock it into place despite it being flush with the pump; after guidance confirmed proper technique, replacing the connector resolved the issue. Symptoms included no adverse clinical effects. Outcomes included no clinical impact, no alerts, and no alarms. Investigation included troubleshooting and user education conducted by support staff. Investigation of this case revealed a connector that would not engage despite correct use, with successful resolution upon use of a new connector, indicating a likely defective or out-of-tolerance connector component. It was concluded, based on previously established findings for similar reports, that the cause was a component quality or fit issue.